Event description:
Country of complaint: (B)(6). Customer reports that duraguards bent easily. In one case, even the dura of a pt was damaged. According to the customer, there was no irreversible harm to pt. Surgery delay was approx. 5-10 minutes. The customer states that it is not determinable which product (gb743r or gb742r) with which serial number caused the reported problem. Related to medwatch 2916714-2015-00175.

Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2015. Mfg site eval: eval on-going.